Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the patient's room, four days after the catheter was placed in the patient's right internal jugular vein, the injection hub of the proximal lumen came off. As a result, the catheter was removed and replaced w/o issue. There was no reported delay, death, or complications to the patient. It was also noted that the patient was immobile.